Manufacturer narrative:
The evaluation of the customer¿s issue included a review of the analyzers service history, quality records and the current labeling for the architect system operations manual. The trending review determined no trend for the customers issue. Labeling review concludes that the issue is adequately addressed. The field service representative (fsr) performed multiple troubleshooting tasks at the customer¿s site. The fsr replaced the pipettor, reagent r2, c4 (rohs) (ln 7-205173-01), which resolved the issue. A review of the analyzer¿s service history identified no further occurrences of discrepant results after the part was replaced. Based on all available information no product deficiency was identified.

Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available. Section a1 patient identifier sids: (B)(6).

Event description:
The customer reported falsely elevated magnesium results generated on the architect c4000 analyzer on two patients. On (B)(6) 2020, sid (B)(6); initial = 6.7 mg/dl, repeat = 1.6 mg/dl; on (B)(6) 2020 sid: (B)(6); initial = 6.2 mg/dl, repeat = 1.8 mg/dl (normal range: 1.6 to 2.6 mg/dl). There was no impact to patient management reported.